Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak when trying to fill the reservoir. The customer¿s blood glucose was 220 mg/dl. Customer declined to troubleshoot for high and low blood glucose value. The customer was assisted with troubleshooting. Customer states that the plunger was fall out and take the o rings with it. Customer states that there was not insulin or fluid in the insulin pump as the reservoirs were not inserted into the insulin pump. Customer states the leak was past second o ring. The reservoir will be returned for analysis and insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per dop114-811. Found no leakage anomaly during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no leakage when plunger was disconnected from reservoir, performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger. (B)(4).